Manufacturer narrative:
(B)(6). The device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device and the quick coupling device made a grinding noise and had no torque when trying to insert the k-wire. According to the report, the two devices were being used together. It was reported that there was a two minute delay in the surgical procedure. It was reported that a spare device was available for use and the surgery was successfully completed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.